Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the main legacy half height 4.1 and 4.2 were not detected on the communication bus due to the pyxibus cable was disconnected. A field service engineer reconnected the pyxibus cable to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer failed and was not detected on the communication bus. The malfunction occurred when a user trying to issue medication to patients, ensuring that there was no interruption in patient care. There were no adverse events or injuries reported based on this event.